Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior and posterior, creases fold, wear abrasion. Leak test and microscopic analysis was performed which identified: opening creases smooth on posterior, opening striated on anterior and crack on valve. Based on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool. An opening crease smooth on posterior due to fold flaw opening. A cracked valve seat diaphragm valve. Creases are observed but have no relationship with manufacturing.

Event description:
Healthcare professional reported a right-side deflation and "any creases." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.

Manufacturer narrative:
Reason for reoperation is a deflation.

Event description:
Health professional reported right side "any creases." Device has been explanted.